Event description:
The customer observed false reactive alinity I hbsag qualitative ii and hiv ab/ab combo results on multiple patients. The results provided were: on (B)(6) 2022 sid (B)(6) hbsag=5.5 s/co (> or = 1.00 s/co=reactive) /repeated=4.0 s/co /hbsag confirmatory c2=3.0 s/co; % neutralization=98% (> or = 1.00 s/co and % neutralization=> or = 50%=confirmed positive) /repeated different aliquote sample for same patient=0.27 s/co and 0.29 s/co (< 1.00 s/co=nonreactive). On (B)(6) 2022 sid (B)(6) hiv initial=1.024 s/co (> or = 1.00 s/co=reactive) and 0.32 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2022=0.958 s/co, 0.960 s/co, 0.919 s/co and 0.945 s/co /on (B)(6) 2022 sample transferred to an eppendorf tube, spun and repeated=1.004 s/co on (B)(6) 2022 sid (B)(6) hiv initial=1.222 s/co /repeated on (B)(6) 2022=0.925 s/co, 0.897 s/co, 0.734 s/co and 0.717 s/co /on (B)(6) 2022 sample transferred to an eppendorf tube, spun and repeated= 1.120 s/co there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, patient identifier =(B)(6) patient information: no specific patient information was provided. Updated postal code (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of alinity I hbsag qualitative ii confirmatory list 8p11, lot 33519fn00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot 33422fn00, all specifications were met and found that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. If the alinity I hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii reagent, lot 33519fn00. Updated section d4 device expiration date to 11/7/2022 from 7/11/2022.